Manufacturer narrative:
Additional information : h3- device evaluation: lens was returned dry with clear surgical residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.0mm, ticm120v4, -16.5/3.50/108 (sphere/ cylinder/ axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2012. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.